Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 13886233, model/catalog description:linear 3-4 lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients lead had migrated. Inadequate stimulation was also noted. The patient underwent a lead replacement procedure. No device malfunction was suspected.